Manufacturer narrative:
Yosuke akamatsu, gomez-paz s, tonetti da, et al. Middle meningeal artery: an effective pathway for achieving complete obliteration f ollowing transarterial ethylene vinyl copolymer (onyx) embolization of dural arteriovenous fistulas. Journal of cerebrovascular & endovascular neurosurgery. 2022;24(3):210-220. Doi:10.7461/jcen.2022.e2021.03.008 a.2. This value is the median age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of acceptance of the article as the event dates were not provided in the published literature medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Yosuke akamatsu, gomez-paz s, tonetti da, et al. Middle meningeal artery: an effective pathway for achieving complete obliteration following transarterial ethylene vinyl copolymer (onyx) embolization of dural arteriovenous fistulas. Journal of cerebrovascular & endovascular neurosurgery. 2022;24(3):210-220. Doi:10.7461/jcen.2022.e2021.03.008 medtronic literature review found a report of patient complications in association with onyx. The purpose of this article was to characterize factors associated with complete obliteration following transarterial onyx embolization, with a special focus on arterial access routes and davf location. A retrospective analysis of the patients who underwent transarterial onyx embolization for intracranial davfs between january 1st 2009 and july 31st 2019 at two academic institutions was performed. Sixty-eight patients were included with 26 being women and a median age of 62. A total of 119 sessions of transarterial onyx embolization were performed for 68 davfs. Complete fistula obliteration was strictly defined as complete disappearance of early venous drainage on follow-up digital subtraction angiography (dsa). Recurrence of davfs was diagnosed when there was detection of early venous drainage at the davf location, regardless of the degree of flow. Any given patient was considered cured when complete fistula obliteration was verified on a follow-up dsa. All patients were treated under general anesthesia. After placement of a 6 french guiding catheter, researchers performed a coaxial or triaxial navigation of onyx-compatible microcatheters into the feeding arteries of the davf with the intention of reaching as close as possible to the fistulous pouch. Onyx injection was performed using the subtraction road-map technique under fluoroscopic guidance. In cases of persistent onyx reflux, the injection was paused for up to 2 minutes prior to reinitiating. The immediate angiographic outcome was evaluated with the dsa.   The following technical issues were noted: -one group a patient with a pre-treatment borden type I davf developed cerebellar ischemia due to onyx migration into the petrosal vein through the superior petrosal sinus (final mrs 1 at 16 months) the following intra- or post-procedural outcomes were noted: -the immediate angiogram after transarterial onyx embolization revealed complete fistula obliteration in a total of 41 out of 68 davfs, with incomplete obliteration in the remainder. -forty of the 41 patients had persistent occlusion of their davf. One recurrence of the borden type iii davf was observed at 14 months posttreatment without neurological worsening. The patient achieved complete obliteration following an additional transarterial onyx embolization through the mma, with a durable occlusion noted until last follow-up at 42 months. -out of the 27 patients with a residual davf, 25 had available radiographic follow-up data. Of these, a spontaneous occlusion was observed in 2 patients that had a residual borden type ii, at 3 and 5 months after initial treatment. Of this subset of partially treated davfs, cvr remained persistent during follow-up in 11 patients (11/23). One borden type I davf was subsequently treated with transvenous embolization and completely obliterated, and the others  have been conservatively managed without both angiographic and clinical progression. -of the patients with cvr, a conventional transvenous embolization was performed in 4 patients, a transcranial transvenous embolization in 1, surgical interruption of the cvr in 4, and stereotactic radiosurgery in 2 patients. As a result, nine of the eleven patients with cvr achieved complete fistula obliteration following adjunctive treatments. Following adjunctive treatment, two patients with faint early venous filling were radiologically followed, and none developed neurological events. One patient with persistent borden type iii davf was recommended adjunctive treatment and one patient with borden type I davf was followed without any progression on angiographic assessments. Procedure-related complication occurred in 5 patients, including microwire perforation of two mma and one oa branches, which was subsequently occluded with onyx without any morbidity. Two patients experienced persistent morbidities. One group a patient with a pre-treatment borden type I davf developed cerebellar ischemia due to onyx migration into the petrosal vein through the superior petrosal sinus (final mrs 1 at 16 months). The other patient, with a group b borden type iii davf, developed a middle cerebral artery occlusion secondary to thrombus embolization from a guide catheter in the internal carotid artery, which was successfully recanalized during the procedure (final mrs 2 at 32 month).